Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for lead revision after a failed nips test. Dislodgement was observed. The lead was successfully explanted and replaced without adverse consequences to the patient. The patient was reported to be in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.